Event description:
It was reported that post-op of a low anterior resection procedure, the patient developed an intra-lumen bleed. The patient was scoped and the bleeding was clipped. The device has been discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Date of event: unknown. Assumed 1st day of month that complaint was reported.